Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in a (B)(6) female patient who had essure (batch no. 50715, 50.15.72) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight (B)(6). Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included tenderness, yeast vaginitis, left upper quadrant pain and seasonal allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti / bladder or urinary problems or changes :uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type yeast infection"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("infection (other) describe: ovarian cyst"), migraine ("migraines/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vulvovaginal mycotic infection, bacterial vaginosis, ovarian cyst, migraine, dysmenorrhoea, weight increased, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, menorrhagia, urinary tract infection and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, fallopian tube perforation, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: left leaving three trailing coils and two trailing coils on the right side. Discrepancy notes essure removal date: (B)(6) 2018, (B)(6) 2018. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal ligation devices. Without filling defects. No contrast flowed into the uterine tubes. No peritoneal contrast spillage.; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, vaginal discharge, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr was received lot number, event perforation (fallopian tube), pain, menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, yeast infection, bacterial vaginosis, infection (other) describe: ovarian cyst, bladder disorder, migraines, headaches, dysmenorrhea (cramping), weight gain, vaginal hemorrhage, vaginal discharge, abdominal pain, new reporter information, patient details, lab data, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in a 30-year-old female patient who had essure (batch no. 50715-not valid,50.15.72-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight 207 lbs. Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concurrent conditions included tenderness, yeast vaginitis, left upper quadrant pain and seasonal allergy. On 22-may-2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti / bladder or urinary problems or changes :uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type yeast infection"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("infection (other) describe: ovarian cyst"), migraine ("migraines/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vulvovaginal mycotic infection, bacterial vaginosis, ovarian cyst, migraine, dysmenorrhoea, weight increased, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, menorrhagia, urinary tract infection and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, fallopian tube perforation, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: left leaving three trailing coils and two trailing coils on the right side. Discrepancy notes essure removal date: (B)(6) 2018, (B)(6) 2018. Current weight 207 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal ligation devices. Without filling defects. No contrast flowed into the uterine tubes. No peritoneal contrast spillage.; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, vaginal discharge, pain. Lot numbers reported (50715 and 50.15.72} are invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.